Event description:
Rn was changing a patient's medication from the secondary tubing and could not get the spike out from the bag. Rn could see the inside of the bag coming onto the spike, therefore rn had to change the tubing out.